Event description:
The device was part of a clinical study. A female admitted for repair of a heart defect (hypoplastic right heart syndrome with pulmonary vein stenosis) in 2008. A study catheter was placed in the patient's right internal jugular vein. In the operating room, the patient developed a pneumothorax when support tubes were placed (right atrial catheter, two chest tubes, endotracheal tube). The pneumothorax resolved without treatment. At about 9 days later, a blood culture drawn from the study catheter was positive for alpha strep (not enterococcus). The study catheter was removed at about 10 days later. The tip of the study catheter was cultured after it was removed, and the culture was negative. The patient was discharged home about 11 days later.

Manufacturer narrative:
No product was returned to assist in our investigation. Therefore, at this time, we are not able to determine the root cause of this event. Nevertheless, the appropriate individuals have been notified of this event, and we will continue to monitor for similar reports.